Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated after testing, it was determined that the power module was faulty and the power module was replaced. The device passed all factory-specified performance and safety index tests it can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during routine check by customer, the cs100 intra aortic balloon pump could not be turned on. There was no patient involvement and no injury.